Event description:
It was reported that the pt's device electrode had migrated to the external auditory canal. The pt reportedly experienced pain and blood out of the ear canal two months prior. At that time, the ent doctor cleaned the pt's ear canal and observed the proximal part of the device electrode in the ear canal. Antibiotics drops were prescribed. Explant surgery is scheduled.